Manufacturer narrative:
B5: additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the site was pressing buttons on the imaging system before the transfer was completed. There has been no issue since this initial report.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was not enough information in the logs to determine the exact root cause of the issue. However, a loose physical connection between the navigation and imaging systems is suspected. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot : n/a, version: (B)(6). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The logs were returned for software analysis. Software analysis is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the site had a green line of communication during a 3d spin, but once the spin was completed there was no nav tag. The surgeon aborted the use of the navigation system. There was no patient harm and the procedure was not delayed over an hour.